Manufacturer narrative:
Additional details added to b5 summary and h6 health effect - clinical code for hemolysis and hematuria. H6 codes added for investigation results. Investigation summary: 16-sep-2025: pump sn (B)(6) (cut) was returned for investigation. Data logs were reviewed and the report of saturated flows was confirmed on (B)(6) 2025. On this date, there was a step up in the motor current (mc) while at p-7 that resulted in saturated flows. The p-level was then dropped to p-6, but pump flows remained saturated through (B)(6) when there was a sudden step back down into the expected range. There were no suction alarms and only 1 brief position unknown alarm during this period. Purge pressure remained stable. Pump flows remained in specification for the rest of the case. Product was returned with a cut in the catheter, so some investigation tests weren't possible. There were no relevant visual abnormalities or defects. There was no biomaterial and there was no damage to the impeller or cages. There was a minor cannula kink near the motor housing, however, it was deemed to be unrelated to the reported complications because there were no indications of suction or low pump flows throughout the case. There is potential that it was kinked during the explant/return process. Saturated flows: clinical details report a change in waveforms and flows on (B)(6) 2025. The patient was brought into the or for explant on (B)(6), but at this time, flows returned to normal and imaging showed no thrombus on the inflow/outflow cages. Data logs did confirm saturated flows on this date following a sudden step up in mc. However, there were no signs of the typical ingestion signature. Additionally, there were no changes to purge pressure or any improper position alarms. The resolution of the saturated flows aligned with the date of the patient going into the or, and flows returned to specification for the remainder of the case. Returned product did not exhibit any abnormalities that could be related to the saturated flows. Since limited clinical details were provided, there were no relevant abnormalities on returned product, and data logs were inconclusive, the cause of the saturated flows could not be determined. Hemolysis: clinical details reported that the patient's urine had turned red around the time of saturated flows on (B)(6) 2025. The pump flows returned to normal when the patient was brought into the or on (B)(6) 2025, hemolysis had resolved by (B)(6) 2025, and the pump was explanted on (B)(6) 2025. No troubleshooting methods were provided beyond checking position and reducing the p-level. Data logs confirmed the saturated flows, but there were no signatures of an ingestion event. Additionally, there were no suction alarms or positioning alarms to suggest that these were the causes of hemolysis. Returned product had no visual abnormalities that could be correlated to the hemolysis. Since insufficient clinical details were provided regarding what resolved the issue, returned product did not have any relevant abnormalities, and data logs were inconclusive, the cause of the hemolysis couldn't be determined. Thrombus/infection: clinical details report that the patient was placed on antibiotics due to positive blood culture test results on (B)(6) 2025. Additionally, thrombus was visualized in the inflow cage upon pump explant. In order to make a root cause determination, additional clinical details would have to be provided. The root cause of the injuries were unable to be determined due to insufficient clinical details. Device history review: pump sn (B)(6) passed all post-sterile inspection checks.

Event description:
It was additionally reported that on the thirteenth day of support, it was reported that the patient's laboratory samples were hemolyzed and the patient had red urine. Two days following, the signs of hemolysis cleared without any interventions noted.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported on the 11th day of support that the patient experienced a fever and hematology results indicated the patient¿s white blood count was elevated. Blood cultures were drawn, and the patient¿s pulmonary artery catheter was removed. The following day, the blood cultures were reported to be positive for bacterial growth and the patient was started on antibiotics. The same day, it was noted there was a change in impella wave forms and flows, and there was concern for saturated flows. As a result, the p level of the pump was reduced to p6 from p7. Later that day, after the patient was moved to the operating room to exchange the 5.5, flows and wave forms stabilized. The decision was then made to not exchange the impella 5.5 pump. The patient remained on impella 5.5 support until blood cultures returned negative growth results. The patient was then successfully bridged to a durable left ventricular assist device and the impella 5.5 was explanted. . On explant of the impella 5.5, a large thrombus was visualized at inflow of the impella.

Manufacturer narrative:
Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.